Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after the right ventricular (rv) lead was implanted, high threshold was noticed. A check on the lead showed that the pacing threshold increased significantly. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.